Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusions: mfg records were reviewed and demonstrate that this device met all specifications prior to leaving greatbatch medical. No conclusion can be drawn.

Event description:
Boston scientific crm received info that the patient implanted with this epicardial pacing lead reported that during a procedure in (B)(6) 2009, the lead had poked into his lung. The lead was left implanted due to calcium build up.